Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: competitor 4473 lead. (B)(4).

Event description:
It was reported that during the implantable pulse generator (ipg) change-out procedure the ventricle lead was removed using the wrench. Next, the atrial lead setscrew was attempted to be removed using the same wrench as the ventricle lead. The physician noted the wrench did not match with the atrial lead setscrew. Another wrench was used. With continued difficulty, the lid of grommet was opened and the atrial lead was disconnected. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged set screw. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.